Manufacturer narrative:
(B)(4). The customer reported that the device failed the user initiated shift/system check displaying system failure service unit. On 08/22/2011, the customer clarified that the device displayed error code 01000 (defib failure ¿ biphasic processor). The condition presented during user initiated shift/system check. There was no pt involvement. Philips advised the customer that this device has been out of support life since 12/31/2009, and that no service or replacement parts are available. On 08/22/2011, the customer reported that the device has been removed from service with no plans for repair or return to service. Based on the customer¿s report, we will consider this a malfunction. We cannot determine the cause from the available info.

Event description:
The customer reported that the device failed the user initiated shift/system check displaying system failure service unit.